Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a merlin.net transmission showed episodes of intermittent myopotential oversensing. The patient was asymptomatic. Programming changes were recommended. Patient will be monitored with routine follow-up.